Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor. The motor passed motor test. No prime alarm. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window. The drive support disk was inspected and no anomaly was noted.